Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right hemicolectomy, the surgeon could fire 2 firings but could not fire the third firing. He/she replaced the cartridge to new one but could not fire the device. As per the nurse the device became unable to operate (articulation and open/close of the jaws), and something strange with the monitor display. When the sales rep checked the device, it was in the firing mode. The nurse said the green indicator had flashed while he/she had put the device down. After removing the device then they connected to the device of demonstration, they could fire the device. They re-booted the power handle. The procedure was completed with another device. No patient harm.